Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call by the customer's parent that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 36 mg/dl at the time of the incident. The caller did not mention how the customer was treated. The customer experienced symptoms such as shaking and crying. The customer was wearing the insulin pump during the incident. The caller reported diminished pump battery life. The caller stated the customer had pneumonia at the time of the incident. The caller alleged pump over delivery. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 35 alarm noted in the device trace history and critical pump error (open book) due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to critical pump error (open book). Device received with cracked case behind the pump at the battery compartment.